Event description:
A facility representative reported with a description of stent touched patient but was not used. The device was noted to have exited at an angle rather than straight. As a result, the product was not implanted and was subsequently discarded. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).